Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient called us reporting that she went to the hospital because of ketoacidosis. At the hospital, patient took her pump off, and received treatment. She was hospitalized for 2 days. Patient states this could be because of inaccurate delivery. A request was made for the return of the device.